Event description:
Customer reported low blood glucose symptoms with result of 46 mg/dl obtained at 12:41 pm on the aviva system. Customer ate 2 chocolate- covered cherries. Emergency medical technicians (emts) were called; customer tested 65 mg/dl at 12:44 pm and ate 2 more chocolate-covered cherries. Customer then received the following results on the aviva system: 72 mg/dl at 12:47 pm, 81 mg/dl at 12:49 pm, and 88 mg/dl at 12:54 pm. Emts arrived and customer tested 108 mg/dl on the professional meter at 1:04 pm. No medical treatment was required, and customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.